Event description:
Physician reported to sales rep that sutures broke approx one hour following abdominal aortic aneurysm repair. Pt was returned to the operating room for repair of the abdominal evisceration. Pt was returned to recovery.